Event description:
Information received indicates the head hi/low is drifting down slowly.

Manufacturer narrative:
The technician found the emergency trend valve was faulty. The technician replaced the valve to repair the bed.